Event description:
It was reported that the pump was unable to administered the drug because of the cassette removed alarm sounded. Troubleshooting was performed but the alarm. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after a visual inspection, functional testing, and device history review; the customer problem was not duplicated. There was no physical damage or anomalies observed. The cassette was installed on the pump and there was no pump alarms observed when latching the cassette. The cassette was then unlatched and removed, and no alarms were observed. The device history record indicates there was no non-nonconformance or deviation related to the delivery accuracy allegation. The device performed as intended.